Manufacturer narrative:
Plant investigation: the customer reported that samples were available for return, however, as of 11/12/2020, no samples were returned. Samples are not needed to confirm the allegation. A sample retain was tested through a special test request and found to be within specifications. In addition, there were companion samples available for testing which were tested at both the oregon and irving laboratories, and results were found to be conflicting. Due to the conflicting results found between the laboratories, the oregon test methods were reviewed, and a deficiency was found in the test method pertaining to the sodium and potassium analyte tests. Because of the deficiency found in the test method, it was determined that lot#: 20lxac058 did not meet release specifications and the allegation conductivity low was confirmed. A product history review was performed. A review of the complaint management system on 11/13/2020 identified 4 additional reported events for lot no.: 20lxac058 related to conductivity issues. A review of the product inventory records for lot no. 20lxac058 indicated that 2161 cases of finished product were manufactured on 9/15/20 for distribution with no noted nonconformances. After reviewing the finished product release summary, it was determined that 20lxac058 met release specifications. In conclusion, 20lxac058 release testing was found to be compromised due to the deficient test method. A non-conformance was already opened for allegations of conductivity issues and escalated to a corrective action preventative action (CAPA). Based on the investigation performed, cause was traced to manufacturing.

Event description:
A hemodialysis (hd) area technician operations manager (atom) reported that a lot of naturalyte had low conductivity. The atom reported that during setup the conductivity was 13.1. The machine alarmed low conductivity. No patients were treated with the lot. The atom did not know how many cases are affected. The atom stated they are using another lot of naturalyte, and the conductivity reading was 13.6.